Event description:
Placing a bone biopsy needle into the t6 vertebral body, the first needle was injected as normal. The second needle came apart as the physician tried to remove the trocar. It fractured just below the threaded portion of the needle, causing the needle to remain in the pt with the handle no longer attached. The physician utilized a needle driver to remove the needle and placed another needle to complete the procedure.